Manufacturer narrative:
The user experienced severe hyperglycemia resulting in hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission and treatment with IV fluids and exogenous insulin. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hyperglycemia beginning after a dinner meal announcement and rising further following a cartridge and infusion set change. The pattern is consistent with ineffective insulin delivery likely due to infusion site or fluid pathway failure, resulting in insufficient insulin absorption. Based on available information, the event was attributed to suspected infusion set¿related issues, rather than abnormal ilet device performance. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 27-jan-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 515 mg/dl, accompanied by vomiting and elevated ketones. The user was admitted to the hospital on (B)(6) 2026, treated with IV fluids and exogenous insulin, and discharged (B)(6) 2026. No long-term health effects were reported.